Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 02sep2025 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2025-00040 since there is more than 1 device implicated. Evaluation summary: a consumer reported a 20-year old male patient had a humapen ergo ii device had a broken cartridge holder. The patient experienced hypoglycemia with symptoms of seizures as his blood glucose level reached 30mg/dl (reference range were not provided) and experienced diabetic coma. The device was not returned to the manufacturer for investigation (batch 0909d01, manufactured september 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Cartridge holders receive 100% in-process visual inspection during manufacturing of the device. There is evidence of improper use and storage. The complaint narrative states that the "patient started humulin n and humulin r 15 years ago as well as the receival date of the devices" indicating that the device was used beyond the approved use life. It is unknown if this misuse is relevant to the events of hypoglycemia or diabetic coma.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 20-years-old male patient of an unknown origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) from cartridge via a reusable device (humapen ergo ii), 21 international units, twice in a day, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date in 2010 and human insulin (rdna origin) injections (humulin r) from cartridge via a reusable device (humapen ergo ii), 10 international units, three times in a day, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date in 2010. On an unknown date in 2012, while on human insulin isophane suspension and human insulin therapies, he suffered from hypoglycemia with symptoms of seizures as his blood glucose level reached 30mg/dl (reference range were not provided) and experienced diabetic coma. The events hypoglycemia and diabetic coma were considered as serious by the company due to other medical significance reason. On an unknown date a few months ago, he suffered from recurrent hyperglycemia with neurological condition associated with irritability, also his blood glucose level reached 400-600mg/dl (reference range were not provided) and his glycated hemoglobin (hba1c) reached 9.5-10.5. On an unknown date in (B)(6) 2025, his glycated hemoglobin (hba1c) decreased to 7.6 (units and reference range were not provided). Reportedly, he had an issues with device and two humapen ergo ii devices were broken and he uses devices more than three years (considered as improper use for suspect devices). Information regarding corrective treatment and outcome of event was unknown. The status of insulin lispro therapy was unknown. The operator of the reusable devices (humapen ergo ii) was the patient, and his training status was not provided. The general reusable devices (humapen ergo ii) duration of use was approximately fifteen years and suspect reusable devices (humapen ergo ii), duration of use was not reported. Humapen ergo ii pens were not returned to manufacturer. The initial reporting consumer did not related the events with human insulin isophane suspension and human insulin therapies and did not provide relatedness assessment between the events with suspect devices. Update 18-jul-2025: information was received on 15-jul-2025 from the affiliate. No medically significant information was added. No further changes were done to the case. Edit 07aug2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 29-aug-2025: information was received on 27-aug-2025 from the affiliate. No medically significant information was added. No further changes were done to the case. Update 02-sep-2025: additional information received on 29-aug-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes and malfunction reiterated as unknown for (B)(4). Device return status updated to not returned to manufacturer. Added date of manufacturer for (B)(4) related to lot number 0909d01. Corresponding fields and narrative updated accordingly. Update 10-sep-2025: additional information received on 05-sep-2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary..

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 20-years-old male patient of an unknown origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) from cartridge via a reusable device (humapen ergo ii), 21 international units, twice in a day, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date in 2010 and human insulin (rdna origin) injections (humulin r) from cartridge via a reusable device (humapen ergo ii), 10 international units, three times in a day, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date in 2010. On an unknown date in 2012, while on human insulin isophane suspension and human insulin therapies, he suffered from hypoglycemia with symptoms of seizures as his blood glucose level reached 30mg/dl (reference range were not provided) and experienced diabetic coma. The events hypoglycemia and diabetic coma were considered as serious by the company due to other medical significance reason. On an unknown date a few months ago, he suffered from recurrent hyperglycemia with neurological condition associated with irritability, also his blood glucose level reached 400-600mg/dl (reference range were not provided) and his glycated hemoglobin (hba1c) reached 9.5-10.5. On an unknown date in may-2025, his glycated hemoglobin (hba1c) decreased to 7.6 (units and reference range were not provided). Reportedly, he had an issues with device and two humapen ergo ii devices were broken and he uses devices more than three years (considered as improper use for suspect devices). Information regarding corrective treatment and outcome of event was unknown. The status of insulin lispro therapy was unknown. The operator of the reusable devices (humapen ergo ii) was the patient, and his training status was not provided. The general reusable devices (humapen ergo ii) duration of use was approximately fifteen years and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status was not provided. The initial reporting consumer did not related the events with human insulin isophane suspension and human insulin therapies and did not provide relatedness assessment between the events with suspect devices. Update 18-jul-2025: information was received on 15-jul-2025 from the affiliate. No medically significant information was added. No further changes were done to the case. Edit 07aug2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.